Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed an abrupt rise in pacing impedance measurements from 400-500 ohms to 1200-1500 ohms. Boston scientific technical services discussed the potential causes of the reported clinical observation. There was no further additional information available. The system remains in service. There were no adverse patient effects reported.

Event description:
Subsequently the system displayed high shock impedance measurements. The patient was seen for a revision procedure where the lead was surgically abandoned; the device remains in service. There were no additional adverse patient effects reported.